Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritoneal dialysis which was manifested by "black liquid". The cause of peritonitis, hospitalization, patient outcome and action taken with pd therapy were not reported. One day after the event onset, the patient was treated with unspecified antibiotics for peritonitis. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow up that the peritonitis event was manifested by cloudy effluent .the cause was a breach in aseptic technique. The breach in aseptic technique was further described as due to a contaminated dialysis solution. The patient was hospitalized and treated with cefazolin (intraperitoneal, discontinued after 4 days) and ceftazidime (intraperitoneal, discontinued after 4 days) for the event. At the time of this report, the patient has recovered from the event and was discharged from the hospital after two weeks. It was not reported if the patient was retrained on proper aseptic technique. Based on additional information received, the unknown baxter pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.